Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the pressure transducer printed circuit board (pcb) was replaced and returned for further investigation. Simulated use testing of the received pressure transducer pcb reproduced the described customer issue. Device logs are not available. Inspection of the pressure transducer pcb detected debris in the cavity on top of the pressure transducer. Debris in the cavity of the pressure transducer has in earlier investigations been linked to faulty pressure measurements. A defect pressure transducer pcb may lead to a false measured pressure and a pressure that deviates from the set pressure parameters. If the measured pressure exceeds the user set alarm limit, this failure will be noticed by the user by generated high priority alarms and the safety valve will open. If present, the fault will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by debris in the cavity on the pressure transducer pcb.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).